Event description:
Incident occurred with participant of a clinical study (bdm dc 0503). Participant is using a bd logic meter to monitor blood sugars, went into convulsions and was unable to be awakened by spouse. Emt drove subject to hosp for treatment. (Given two tubes of "something").